Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 alarms during testing. A review of the pump history file shows on 2/1/2024 and 2/2/2024 there were multiple pump error 37, pump error 43, and pump error 130 alarms that occurred, listed below: 2/1/2024: forty-three (43) pump error 43 alarms (between 07:07 and 23:51). Three (3) pump error 37 alarms (07:01, 07:15, and 07:18). Six (6) pump error 130 alarms (06:05, 06:55, 19:22, 21:11, 23:41, and 23:48). 2/2/2024: five (5) pump error 43 alarms (09:26, 13:42, 15:37, 19:34, and 20:04). Six (6) pump error 130 alarms (03:35, 13:42, 13:43, 15:57, 15:58, and 16:02). The pump was cut open to perform a visual inspection. Moisture damage was found on pcba 1. Rust and corrosion were also found on the motor, motor home switch, and force sensor. A sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and stained keypad overlay. . Pump error 43, pump error 37, and pump error 130 alarms are all confirmed due to moisture damage and a corroded motor home switch. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump passed additional testing. Error table indicated that replacement was required. Product mmt-1885 was returned for analysis.